Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The pusher wire was inspected and found to be kinked 39.5cm from the distal tip and the coil was inspected and found to be stretched along the full body. Microscopic inspection revealed no damage to the interlocking arm of the pusher wire and the interlocking arm of the coil. The zap tip of coil was inspected and there was no damage noted. Dimensional inspection found all the outside diameters in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coil protrusion occurred. A 2mmx2cm idc¿ was selected for use. During procedure, the coil was deployed and was noted to be stretched. The coil was elongated and so the physician used a snare to retrieved the coil. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: about (B)(6) years old. (B)(4).

Event description:
It was reported that coil protrusion occurred. A 2mmx2cm idc was selected for use. During procedure, the coil was deployed and was noted to be stretched. The coil was elongated and so the physician used a snare to retrieved the coil. No patient complications were reported and the patient's condition was fine.